Event description:
Baxter reported an interruption of an infusion of a cardiac life supporting medication at the hosp. The pt was admitted to the intensive care unit and at approx 4:30 pm, dopamine infusion was started at a dose of 2.5 mcg/kg/min on a colleague infusion pump. The pt was also receiving ringer acetate and "voluven" via a peripheral IV line. "The pt's general condition was feeble." The pt was reported to be reacting to pain stimuli, not intubated, with a "mas=1". Reportedly during the dopamine infusion on the following day pump turned off without pre-warning. After the pump was turned on again, the pump turned off a second time. The pump started to give a signal (whistle). The pump was exchanged immediately, within 30 seconds, and sent to the hospital's medical technical department. The pt was assessed by a doctor. No pt injury resulted from the event, "because the pt was supervised/watched over when the event happened." There were no changes in the pt's status or vital signs reported by the hospital. No additional info available.